Manufacturer narrative:
(B)(4). Upon further investigation, the product information for the device used by the patient was identified. Upon receipt of the device, an evaluation will be performed to investigate the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Return of the device has been requested, however, it has not been received to date. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unreported cause. The pt passed away in the hospital; no further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however, the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. The functional test rite failure found will be captured and reported through (B)(4). The device passed a simulated patient therapy with no problems encountered. The device also passed accuracy confirmation and temperature verification. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Visual inspection of the power cord received with the device found no defects. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.